Event description:
In was reported that the presented during clinical follow-up. Interrogation noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. Chest x-ray noted that the right ventricular position was unchanged but does have additional slack that was not present at implant. No interventions were performed. There were no patient consequence's.